Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they have not been charging or doing anything with the device because the ins caused a lot of irritation and would go on and off all the time. Pt states her battery is dead and in meantime been diagnosed with ms and supposed to go in for MRI and reviewed patient said the device was going on and off by itself. Pt states when puts self in MRI mode device turns on by itself after 20 minutes. Pt states the rep had to go to last MRI and turn back off during the scan. Pt states they will not do the MRI unless she charges up her ins and puts self in MRI mode but pt states she doesn't want to do this because of the scs turning on by itself. Pt questioned having the device removed all together and agent directed to hcp on these next steps. Patient service specialist reviewed information and redirected to healthcare provider.